Event description:
A pt underwent an x-stop implantation procedure. It was reported that the head of the locking screw sheared off while attaching the wing assembly to the implant body. The surgeon reportedly felt that the wing assembly was securely fastened to the implant and finished the procedure. It was reported that on a post-op x-ray, the implant appeared loose; a procedure was performed to remove the original implant and replace it. There were no reported adverse health consequences to the pt due to this event.

Manufacturer narrative:
Other, follow up conversation with company representative. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event. Eval summary: returned product eval was performed in 2008 as follows: on torque limiting hex driver, one spacer assembly, one wing assembly, and one locking screw were returned for eval. Initial visual and functional inspection indicated: torque limiting hex driver. Part number and lot number printed on the instrument were confirmed. Using the appropriate tools and an unused implant, following the procedures per the physician's guide, the instrument was able to tighten and engage the locking screw into the threaded hole, attaching the wing assembly to the spacer assembly. The instrument clicked as designed without breaking the locking screw. No visible damages to the instrument. Us 10mm x-stop implant and locking screw. The locking screw was broken approximately at the junction between the smooth shaft and threaded portion. Part of the broken locking screw was still embedded in the threaded hole of the spacer assembly (picture 1 and 2). No other visible damages to the implant. The us 10mm x-stop implant and the locking screw were further examined by the r & d engineers using a digital microscope at 20x-150x magnification: the sheared-off locking screw (head + smooth shaft), an undamaged wing assembly, and the spacer assembly containing the broken-off portion of the screw embedded in the threaded hole. The sheared-off locking screw head was imaged beside an intact locking screw, and the location of failure was noted to be at the junction between the smooth shaft and threaded portion (picture 3). The broken end of the threaded portion (embedded in the threaded hole) appeared to mate with the broken end of the locking screw head (pictures 4 & 5). The failure location and modality are similar to those previously noted. Conclusion: the result of the returned product eval confirmed the reported complaint. The head of the locking screw on the wing assembly was sheared off.